Manufacturer narrative:
Sections with additional information as of 12-mar-2021: d8: was this device serviced by a third party. D9: device available for evaluation. H3 device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Incorrect meter returned for evaluation. Test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 19-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note 2: manufacturer contacted customer in a follow-up call on 27-jan-2021 to inform the wrong meter was sent back. Customer will send the meter back for investigation.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the office, but using the wrong testing technique (is using alcohol on the finger, educated customer on the right testing technique). During the call a blood test was performed by the customer and produced test results of 336mg/dl non-fasting using the meter. The test strip lot manufacturer¿s expiration date is 01/31/2022 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).